Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio), when the bolt broke off and the handle on the mics came off.

Manufacturer narrative:
"Reported event: it was reported that the bolt broke off and handle on mics came off. Issue was noticed during a case and there was 10 minute case delay and no patient harm. Device history review: review of the device history records indicate (B)(4) devices were manufactured under lot k08kv and (B)(4), including (B)(4), were accepted into final stock on 11/15/16. " " visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed. Reported problem was with the screw and handle. A review of complaints related to p/n 209063 shows 11 other complaint related to the failure in this investigation (investigations 1321781, 1339041, 1346912, 1359011,1370699,1397268, 1397878, 1397306, 1421326, 1407048, 1426412). Issues for p/n 209063 will be tracked through (B)(4). Conclusions: the screw holds the handle in place. If the screw backs out then the handle can fall. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
The surgeon was performing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio), when the bolt broke off and the handle on the mics came off.